Event description:
A malfunction on a customer's pump was reported with a malfunction code malf 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.